Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. A coil, introducer sheath and delivery wire were returned. The coil was found detached inside the introducer sheath. The introducer sheath was cut since the coil was stuck inside of it due to the dried blood and damage found. The twistlock was found open. There were no issues noted on the delivery wire. The coil was found stretched and kinked. In addition, the interlocking arm was noted to be separated and was not returned. The amount of blood found is consistent with a wrong flush performed. Dried blood was noted on the coil zap tip and surface upon microscopic inspection and no issues noted on the zap tip, surface and interlocking arm of the delivery wire. All dimensions on the delivery wire and the coil were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that a continuous flush should be performed. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2017. It was reported that a premature detachment of the coil occurred. The target lesion was located in the moderately tortuous internal iliac artery(iia). A 12mmx40cm interlock¿-35 was selected for use. During the procedure, while intermittent flushing was performed, it was noted that the coil detached prematurely inside the translucent sheath. The procedure was completed with another of the same coil. No patient complications were reported. However, device analysis revealed a missing interlocking arm of the coil.